Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties were encountered. The physician had deployed an unknown stent to treat a lesion. He then tried to advance a taxus express2 3.5 x 20 mm drug eluting stent through the previously placed stent, but was unable to do so. The strut of the taxus stent "lifted" during removal. The physician then attempted to advance another taxus express2 3.5 x 20mm drug eluting stent, but was unable to cross the lesion. This stent was removed without difficulty. The physician then successfully deployed two smaller taxus express2 stents (unknown sizes). The procedure was completed successfully; no pt injuries or complications were reported.